Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side capsular contracture, baker grade unknown, "implant is more rigid and not very mobile, "harder and has trophic changes in the skin", "finding great adhesion, velcro type to the surrounding capsular tissue, which presents moderate thickening. The implant is reserved towards the upper portion". The device has been explanted.